Event description:
Olympus medical systems corp (omsc) was informed that during a polypectomy the user successfully cut the polyp, but a bleeding occurred. It was reportedly that the patient was reportedly transferred to another facility and the bleeding was treated by another facility. The patient was reportedly doing fine after the incident.

Manufacturer narrative:
The user commented that there was a possibility of a bleeding in the patient because the shaft of the polyp wast hick and the polyp had vessel(s) within the shaft. The subject device was not returned to omsc for evaluation, because the facility discarded the subject device. There was no report from the facility which indicated that the subject device had abnormality. The sd-210u-10 instruction manual already states; warnings: do not use excessive force when snaring tissue. This could cause patient injury, such as hemorrhages or mucous membrane damage. This report is being submitted as a medical device report in an abundance of caution.